Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy pad of the lifevest equipment. Patient described the area as red, itchy and turned green. Patient reports metal allergies and also noticed a gel leak. The patient applied an ointment to the rash. The patient's physician was made aware of the irritation but it is unclear if the physician prescribed the ointment. Outcome of the irritation is unknown as follow up attempts were unsuccessful.